Event description:
It was reported that all electrodes showed high impedance using two different multi lead trialing cable (mltc). It was noted that the lead and mltc ¿were bad.¿ it was noted that the lead was not used and a different lead was implanted. It was noted that there was an unknown electromagnetic interference issue on the mltc. It was noted that during a trial the health care professional (hcp) placed the first lead. It was noted that they attempted to test the lead but got multiple high impedance readings along the entire lead and were unable to get paresthesia. It was noted that after multiple impedance checks and having lead removed and switched in the mltc a new mltc was opened. It was noted that they continued to have some impedance issues but were still unable to get paresthesia. It was noted that the physician removed the lead and placed a new lead and was able to get paresthesia and normal impedance readings. It was noted that the patient was alive with no injury at the time of the report and there were no further patient symptoms or complications associated with the event.

Manufacturer narrative:
Concomitant medical products: product ID: 387445, lot# va0drjs, product type: screening device; product ID: 355531, lot# n411368, product type: screening device. (B)(4). Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.